Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in the literature titled ¿balloon kyphoplasty versus conservative treatment for acute osteoporotic vertebral fractures with poor prognostic factors¿ that a total of 116 patients were enrolled and underwent bkp. Of these, post-op, leakage of cement into the spinal canal occurred in 3 of 116 bkp patients.